Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose level was 267 mg/dl at the time of incident and current blood glucose level was 429 mg/dl. Customer states other blood glucose level were 293 mg/l, 393 mg/dl, 396 mg/dl, 418 mg/dl. Customer experienced symptoms related to high blood glucose level such as feeling tired. Customer treated with correction bolus. The insulin pump will not be returned for analysis.